Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, further information was not provided, and products were not available to be returned.

Event description:
It was reported that there was a communication error after 15 minutes when infusing blood at a rate of 60ml/h, volume to be infused (vtbi) 15. When vtbi reached zero that is when it occurred in room9. The nurse reported that she powered down the alaris system, turned it back on, and it worked fine and infused as expected. No patient harm was reported. Although requested, further information was not provided, and products were not available to be returned.